Event description:
Initial information was reported by a physician to a sanofi aventis sales rep on 24-mar-2010: this non-serious case was received from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. A female patient (B) (6) received her first treatment with two vials of injectable poly-l-lactic acid (sculptra aesthetic) [lot # and expiration date unknown] for cosmetic use on (B) (6) 2010 at 10:30. The patient started to have a little rash and urticaria from her chest down. There was no reaction at the injection site. The physician talked with the patient at around 13:00 and told her to take a couple of diphenhydramine (benadryl). The physician talked to the patient again at 16:30 and the patient was still uncomfortable so he prescribed her a methylprednisolone (medrol dosepak). The physician did not feel the reaction was from poly-l-lactic acid. No further relevant information reported.

Manufacturer narrative:
Device qc performed. (B) (4).